Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and competitor right ventricular (rv) lead exhibited high out of range pacing lead impedance measurements greater than 2,000 ohms. The rv lead was surgically abandoned and was successfully replaced. Additional information indicated that a fracture was not observed via x-ray. The lead was not tested on pacing system analyzer (psa) as well as the lead and header connections since the lead was a chronic implant. The impedance began to rise when the patient fell and broke his hip. The device remains in service. No additional adverse patient effects were reported.